Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. No instrument malfunction was detected. The event might have been caused by a preanalytical interference issue at the customer site. Interference could have come from a clotted sample or due to gel, oil traces, or fibrin strings from the tube itself.

Event description:
The user received a questionable ion selective electrode (ise) potassium result for one patient sample. The initial result was 6.01 mmol/l and was reported outside the laboratory. The doctor sent a comment to the laboratory that the result did not correlate to the patient's symptoms. The user recentrifuged the sample and repeated testing with a result of 4.43 mmol/l. The patient was not adversely affected. The potassium electrode lot number was not provided. Upon investigation, a little "clot web" was found inside the sample tube.